Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided.the following information could not be provided as no product identification has been received:expiry date,manufacture date.

Manufacturer narrative:
Additional information was received indicating item identification.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2008 and alleges elevated metal ion levels. To date, a revision procedure has not been reported. This report is based on allegations set forth by the patient and is currently unverified.